Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that six days post implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) system, an untreated episode was stored due to noise. The device was programmed to secondary vector with a 1x gain. The noise appeared non-physiologic and may be related to the set screw connection to sense a electrode. The physician reprogrammed the tachycardia zones to 210/250 in primary sensing vector. No adverse patient effects were reported.